Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29apr2019. Field service engineer (fse) evaluated unit and found the unit had a cracked case and failed performance verification testing (pvt). Error code message of over pressure condition was found. Fse replaced the unit's blower, flow valve assembly, and main case assembly to resolve the found issues. Unit was tested and passed all testing. Unit was ready for service.

Event description:
The customer contacted technical support (ts) requesting a performance assurance evaluation. The customer reported there was no patient involvement. Event date not specified: estimate used.